Manufacturer narrative:
Difficulty with sensor removal is a known and anticipated potential adverse effect as described in the eversense user guide, which does not require additional investigation.

Event description:
It was reported the users health care provider was unable to locate the sensor during the removal procedure, despite being palpable. Despite using multiple localization methods including a magnet and the transmitter the healthcare provider (hcp) was unable to retrieve the sensor after making the incision. The procedure was terminated following a prolonged search. The user experienced some bleeding at the incision site immediately after the attempt, but this resolved by the following day, and the user is currently doing well. A new sensor has since been implanted and is functioning properly. Plans for another removal attempt are tentatively scheduled, pending a preliminary consultation at a surgical center.